Event description:
Consumer states the chair kept shutting off on her and displaying a motor fault error. Consumer alleges this error happened intermittently for a while and then one day it just wouldn't turn on. Consumer alleges that one time she was at the mall and the chair stopped working and she was stuck about an hour until her daughter came to get her. Consumer states that the chair would shut off on her quite often. No additional information provided.